Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patient underwent a revision procedure approximately thirteen years post-implantation due to instability and aseptic loosening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed, as the part/lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products:- unknown tibial tray catalog#:unk lot#:unk, unknown femoral catalog#:unk lot#:unk, unknown stem catalog#:unk lot#:unk. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 02271.

Event description:
It was reported through a specialty device request form that a patient has been indicated for a revision of a tibial tray and bearing due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.